Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report, b5: describe event or problem, d3: email address, g1: contact office - first/given name, last name and email address, g1: contact office - manufacturer site - email address, g3: date received by manufacturer, g6: type of report, h1: type of reportable event, h2: follow up type, h3: device evaluated by manufacturer, h6: adverse event problem, h10: additional narrative. Zimvie received one (1) t3st3210, (t3 pro non-platform switched tapered implant 3.25mm (d) x 10mm (l) for evaluation. Visual evaluation and a functional test were performed, the implant had signs of use with bone debris on its external threads. The cover screw disengaged from the implant. The cover screw returned was not the bundled cover screw that comes with the implant. The cover screw was a icsf41 for wider implant. The implants packaging was not returned. There was no damage to the icsf41, therefore it was recorded as a concomitant. DHR review was completed for the subject lot number 2120020710. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2120020710 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental: functional: does not disengage/release¿ based on the investigation and risk management file review, the most likely root cause determined was improper handling of product outside of zimvie controls. Therefore, based on the available information, a device malfunction could not be verified. A icsf41 cover screw was returned attached to the implant. During a functional test, the cover screw disengaged from the implant. The reported event is non-verifiable since the condition of the product/packaging received by the customer was unknown. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Event description:
The doctor reports that the cover screw size was incorrect and became stuck inside the implant and could not be removed, so the implant also had to be taken out.the procedure was not completed by placing a new implant.the affected tooth position is number 27 and the bone type is iii.

Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier: unknown / not provided. A4: patient weight: unknown / not provided.